Event description:
Literature was reviewed regarding a 3 year old male pediatric patient who underwent permanent pacemaker implant for complete heart block 1 day post pulmonary conduit implant. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: [vera cetera. Huge, invasive, and destructive abiotrophia defectiva endocarditis of the aortic valve and the aortic wall: a case report of an emergency but successful ross¿konno operation in a child. European heart journal - case reports. 23 july 2024; 8(8). Doi: 10.1093/ehjcr/ytae356] earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.